Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012938494); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Upon the first deployment attempt, the implant depth was shallow and the valve was recaptured. Upon the second deployment attempt, an infold was noted. It was noted that the target implant depth when the infold occurred was 0 millimeter (mm) on the non-coronary cusp (ncc) and 0 mm on the left coronary cusp (lcc). Subsequently, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient did not have any anatomical features that contributed to the valve infold. The patient had no annular or left ventricular outflow tract (lvot) calcium, and with a shallow implant (0 on the non-coronary cusp (ncc)) it never came in contact with the muscular septum.